Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported a stroke and thrombus on the device occurred. The patient underwent a left atrial appendage (laa) closure procedure in (B)(6) 2017. A watchman ® laa closure device was implanted in columbus, ohio. Post implantation the patient presented to the emergency room (ER)for the third time in distress and was admitted for a stroke. It was noted that the implanting physician was aware that this was the patient's third stroke. A transesophageal echocardiogram (tee) was performed and they found thrombus attached to the closure device. The patient was therapeutic on their international normalised ratios (inr).